Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that the bd micro-fine¿+ pen needle experienced the cannula breaking off. The following information was provided by the initial reporter: after confirming with customer, the needle was broken before use and there was no harm caused. In the rehabilitation department, when preparing to use the product for pre-puncture inspection, it was found that the needle connected to the injection pen was broken.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the bd micro-fine¿+ pen needle experienced the cannula breaking off. The following information was provided by the initial reporter: after confirming with customer, the needle was broken before use and there was no harm caused. In the rehabilitation department, when preparing to use the product for pre-puncture inspection, it was found that the needle connected to the injection pen was broken.